Event description:
This case was reported by a consumer and described the occurrence of neuropathy in an (B)(6) old, female, pt, who received super poligrip extra care with poliseal as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip extra care with poliseal. An unk time later, the pt experienced neuropathy. This case was assessed as medically serious by gsk. Use of super poligrip extra care with poliseal was continued. At the time of reporting, the event was unresolved.

Manufacturer narrative:
Super poligrip extra care with poliseal was mfg in (B)(4) and the product and lot number were unavailable. (B)(4).